Event description:
It was reported that this pacemaker showed an abrupt decrease in longevity over the past year, such that the current longevity was one year remaining. Device data was submitted to technical services for review. Upon review, premature battery depletion was confirmed, due to an unexpected increase in power consumption over the past year. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient was in their third month of pregnancy and the physician planned to wait until december to replace the device. Current device data was submitted for review. Analysis confirmed the power consumption continued to be higher than normal, and that there was sufficient battery capacity to support device therapy for at least another 90 days. The device was explanted and replaced (B)(6) 2020. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The device remains implanted. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. The device is expected to be returned for analysis, this report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker showed an abrupt decrease in longevity over the past year, such that the current longevity was one year remaining. Device data was submitted to technical services for review. Upon review, premature battery depletion was confirmed, due to an unexpected increase in power consumption over the past year. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the patient was in their third month of pregnancy and the physician planned to wait until december to replace the device. Current device data was submitted for review. Analysis confirmed the power consumption continued to be higher than normal, and that there was sufficient battery capacity to support device therapy for at least another 90 days. The device was explanted and replaced december 25, 2020. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The device remains implanted. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. The device is expected to be returned for analysis, this report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed an abrupt decrease in longevity over the past year, such that the current longevity was one year remaining. Device data was submitted to technical services for review. Upon review, premature battery depletion was confirmed, due to an unexpected increase in power consumption over the past year. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.